Event description:
The generator was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the display was not functioning. As a result the loose connector was reseated on the display board. (B)(4).